Event description:
A sys operator reports the surgeon has observed 'suspicious' topographies on one pt post-operatively. This report is for the left eye, the right eye is being reported on MFR report number 1061857-2007-00336. Pt records indicates at 4 months post-op, bcva in the left eye was the same as pre-op and ucva improved from 20/60+1 to 20/25 (-1+2). Add'l info has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress.